Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) ECG signal lost.

Manufacturer narrative:
Updated fields: b1, b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions,) h11. Corrected fields: b3. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. All functional and safety checks were performed according to factory specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) ECG signal was lost. Later, the electrode pads were replaced and conductive paste was applied. It then worked fine. There was no harm or injury reported.